Manufacturer narrative:
The tandem t:slim user guide states that during the fill tubing steps, verify that drops are seen and tap done. If you do not see drops, tap fill. The fill tubing screen appears, repeat steps 3¿5 until you see 3 drops of insulin at the end of the tubing. In addition, in addition, the insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 565 mg/dl. Tandem technical support had the customer perform a system check on the pump and it was found that the customer did not fill the tubing properly prior to use. Once the tubing was filled correctly, the customer delivered a bolus of insulin to address the bg level. The customer also indicated that cold insulin maybe used at times.